Manufacturer narrative:
Corresponding retention test strips (314043) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. The corresponding retention material complies with the specification, based on requirements of the regularly retention testing process of the qc department. No error messages occurred.

Manufacturer narrative:
Country of origin is (B)(6).

Event description:
A nurse complained of a discrepant inr result for 1 patient while using their coaguchek xs meter serial number (B)(4), when compared with a laboratory result using the neoplastin method. The meter result was 5.5 inr and 30 minutes later the laboratory result was 4.2 inr. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's dose is adjusted per inr result, and recent inr results have been constant. There was no reported change based on the result. There was no allegation that an adverse event occurred. The patient had no recent dietary or medication changes. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.